Event description:
End user reports for the past several months she has had a rash that is described as red, open and weepy that extends beyond the wafer. She reports seeing seen a general physician in (B)(6) 2014, and was prescribed topicals for her peristomal skin, antifungal ointment, nystop powder, and cortisone cream. She further reports she saw some improvement, but is presently not using any of the prescription topicals. The end user was encouraged to follow-up with her health care provider if concerns persist or worsen.

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. A batch record was performed and no discrepancies were discovered. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.